Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that there was a smell indicating overheating of electrical or electronic components. Site maintenance identified a faulty or failing ups(uninterruptible power supply) system connected to the station, which had caused the main breakers to trip. A field service technician replaced ups (uninterruptible power supply) and powered up the system. They checked the drawer functions, performed general system checks, and properly rerouted the cables to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that bd pyxis¿ medbank mini aio (all in one) was powered off repeatedly despite having replaced the power strip and different outlets. The staff smelled an odor of overheating electrical/electronic. There were no adverse events or injuries reported based on this incident.